Event description:
The patient had presented to the clinic after receiving inappropriate anti-tachycardia pacing (atp) and high voltage shock. The device was interrogated and right atrial (ra) and right ventricular (rv) lead dislodgement due to twiddler¿s syndrome was suspected. Additionally, far field p-wave over-sensing was observed on the rv lead. Diagnostic imaging was performed which confirmed dislodgement of the ra and rv leads. The ra and rv leads were explanted and the rv lead was replaced to resolve the event. The patient was stable.